Event description:
I was planning to give this product to my niece who just had a baby, but I was trying to find accessories for this product and it's no where to be found. So I went online under playtex and that's where I came across the recall. Good thing I didn't give it to my niece yet, but I will purchase a new electric breast pump instead of giving her mine. Nothing happened to me when I used the products.